Event description:
Customer called on (B)(6) 2011 reporting of 3 patient samples which were reported outside of the lab for erroneously low total protein (tpm) results generated on the unicel dxc 800 synchron system. Customer reported that in all three cases, the samples read higher when reran and amended reports were created. Customer indicated that qc has been within established ranges for tpm and there were no calibration issues as well. Customer also stated that maintenance has been up-to-date on the tpm module. This report is for one of the three patients who had an erroneous result generate on (B)(6) 2011. Please see medwatch #2050012-2012-00192 and #2050012-2012-00193 for the report on the other two patients which occurred on different days. Customer indicated that on (B)(6) 2011 a patient sample was run at 18:48 which gave a result of 4.0 g/dl for tpm and was then reported out of the lab. Customer stated that the sample was rerun later at 23:15 on a different dxc 800 instrument which gave a result of 6.2 g/dl. The rerun was considered correct by the customer and an amended report was created and the 6.2 g/dl tpm result was reported out. Customer also mentioned that the qc which was ran at 12:30 am on (B)(6) 2011 after the incident was found to be within established ranges. Customer indicated that this was an outpatient sample collected in a sst gold top tube. Upon follow up with the customer on (B)(6) 2012, customer indicated that they have not heard back from any physicians regarding incorrectly treating the three patients or having any injuries or deaths related to the incidents. Field service engineer (fse) was dispatched and found tp giving intermittent low flyers. Fse inspected the instrument and found that a reagent syringe had a slight leak. Fse proceeded to replace the reagent syringe, stirrer motor and lamp and cleaned the system from the straw on up with acid. Fse then blew out cup drain with canned air and calibrated lamp and chemistry. Controls were ran and results were within established ranges. No further calls for this issue have been reported as of (B)(6) 2012. Root cause of the issue is unknown but hardware repairs have resolved the problem.

Manufacturer narrative:
Please see medwatch #2050012-2012-00192 and #2050012-2012-00193 for the report filed on the other two patients.